Event description:
The customer contacted the company's customer experience team via sms text messaging to report that their use of the device caused significant cramping and made their iud "descend". The customer stated that they subsequently had to have the iud removed. The company made three good-faith efforts to follow up with the customer ia email in order to obtain additional information, however, the customer failed to respond. The instructions for use that are provided in the packaging with the device states "consult your doctor if you are using an intrauterine device (iud). While uncommon, there is a risk of dislodging, displacing, or removing the iud by pulling on the iud string when removing flex reusable disc." The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.